Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported the automated impella controller (aic) displayed red alarm with aic failure during prep. The console was exchanged and there was no reported patient harm.

Manufacturer narrative:
A.2 age should have been left blank on the initial manufacturer device report number 1220648-2024-06600 as it is unknown. A.3 unknown should have been selected on the initial manufacturer device report number 1220648-2024-06600 as it is unknown. D.1 and d.2 brand name and common device name were revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2024-06600 was submitted. D.4 revised model number, catalog number and serial number as they were reported incorrectly on the initial manufacturer device report number 1220648-2024-06600. D.9 added device return date as it was inadvertently omitted from the initial manufacturer device report number g.1 revised reporting contact email in accordance with updated procedures since the initial manufacturer device report number 1220648-2024-06600 was submitted. H.3 revised as it was reported incorrectly on initial manufacturer device report number 1220648-2024-06600. H.6 code 2199 and 3221 were reported incorrectly on the initial manufacturer device report number 1220648-2024-06600. A new code was added.